Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was feeling like they were getting a cold. They also noted that their volumes were low on the morning of the report, but they had increased since then. It was also reported that the patient got the trial on (B)(6) 2016 and their voiding was low on the morning of the report. At one point, they only voided 5 cc, noting that they had never woke up and couldn't void. They were up for 15 minutes and didn't have an urge and had a large leak all over, voiding 275 cc. At the time of the report, it was normal. They further stated that the cold included coughing, sneezing, and a headache. They noted that they had these symptoms forever, but, the last two mornings, they had a headache. They also noted that they had an abscessed tooth the week prior to the report and they had them on antibiotics. They thought that the cold symptoms might have been from that, but they went to the doctor on the day of the report and said they weren't related. There were no device issues reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had no complaints, as of (B)(6) 2017.